Event description:
It has been reported to philips that the azurion system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was not in clinical use. No harm was reported. A philips field service engineer (fse) inspected the device onsite and reviewed the system log files and identified an issue with the grabber cards. The frame grabber captures the video from the allura system. The fse replaced the flexvision pc. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order.